Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose was 500-600 mg/dl and high ketones. Ketone levels were identified as life threatening by health care provider. Customer went to the emergency room and was admitted to the hospital. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. The customer was released from the hospital on (B)(6) 2024.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.